Event description:
The clinician reports the implant was inserted (B)(6) 2016 in the patient's mouth. Primary stability not achieved, implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2016, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, swelling and numbness. No further patient complications were reported.